Manufacturer narrative:
The hydros robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation consists of information received, plus review of the treatment logs, device, and labeling. A review of the device history record (DHR) was conducted for hy1000-us/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The log files were reviewed. No instances of any errors were observed before, during, or after the treatment pass, which was completed successfully. The hydros robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The hydros robotic system's um lists prostate capsule perforation as a potential risk of aquablation therapy. Based on the information provided, plus a review of the treatment log files, DHR, and um, the event is considered not to be device related. The hydros robotic system's user manual (um) um0401-00-01, us, english, rev. B, was reviewed. 4.2.3 warnings: procedure: avoid applying excessive compression to the prostate. Excessive compression can contribute to serious injury to the patient. An overly full bladder can interact with the rectal anatomy to create more resistance to advancing the trus stepper after mid-prostate angle planning. If the trus probe is advanced through tissue resistance, it could potentially contribute to serious patient injury, such as rectal perforation. If the bladder is overly full, aspirate to reduce the fluid level in the bladder prior to continuing with the procedure. Do not move the handpiece or trus after completing the registration step. Moving the devices could lead to patient injury due to unanticipated resection of tissue. Repeat the applicable planning steps in the handpiece or trus probe is inadvertently moved. Monitor the patient for unanticipated movement throughout the procedure. Immediately release the foot pedal to stop the treatment if patient movement occurs during treatment, and repeat planning steps before continuing. Patient movement during the procedure can cause the anatomy to shift relative to the plan, potentially resulting in serious injury due to unintentional resection of tissue. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include the following, some of which may lead to serious outcomes and may require intervention: bladder or prostate capsule perforation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, a perforation occurred on the right side of the patient¿s prostate capsule. No additional surgical interventions were performed. The operating surgeon noted a possible pre-existing weakness in the capsule, which may have allowed the waterjet to penetrate and subsequently hydrodissect the area, resulting in a larger perforation. According to the surgeon, the patient did not experience any adverse postoperative outcomes. As a precaution, the surgeon plans to admit the patient for overnight observation and extend the duration of leaving a catheter for a few days. No malfunction of the hydros robotic system was reported.